Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had just taken the pump out of the box and after the pump was connected to customer, an altitude alarm sounded. The customer's blood glucose level was not impacted.